Manufacturer narrative:
This serves as a correction report. (Brand name) was incorrectly documented in the initial MDR 30 day report. Brand name has been updated.

Event description:
A healthcare provider reported their adc blood glucose meter would not recognize the test strips. Caller further reported that on an unspecified date a patient ¿had to receive unspecified medical emergency¿ due to this meter issue. Attempts to clarify the specific treatment provided have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The device has been returned and an investigation has determined the complaint is not confirmed. Visual inspection was performed on returned meter, no visible contamination or damage was observed. Meter turned on with button and with insertion of control calibration bar 67061 and control strips (B)(4). The actual date when the event occurred in unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider reported their adc blood glucose meter would not recognize the test strips. Caller further reported that on an unspecified date a patient ¿had to receive unspecified medical emergency¿ due to this meter issue. Attempts to clarify the specific treatment provided have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Event description:
A healthcare provider reported their adc blood glucose meter would not recognize the test strips. Caller further reported that on an unspecified date a patient ¿had to receive unspecified medical emergency¿ due to this meter issue. Attempts to clarify the specific treatment provided have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. Date received by mfg) was incorrectly documented in the initial MDR report. The correct date is may 8, 2018.